Event description:
It was reported that a clearlink solution set leaked. This occurred during patient infusion. The reporter stated that the set was leaking at the luer end just above the neck. There was no report of patient injury or medical intervention. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available a supplemental report will be submitted.